Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the proximal segment of the lead was returned and analyzed and no anomalies were found. However, the outer insulation had a white substance and a depression.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.